Event description:
It was reported to philips that the device had a solid red x an with a chirp. The customer requested that the device be returned for bench repair. Upon evaluation of the device, the reported issue was confirmed and the cause was traced to a faulty power pca, display, and capacitor. Based on the conclusion of the evaluation, it was determined that this was a malfunction of the power pca, display, and capacitor. The customer was advised to replace the power pca, display, and capacitor to return the device to working condition. The device remains at the customer site. There is no indication of a systemic problem. No further investigation or action is warranted.

Event description:
It was reported to philips that the device had a solid red x an with a chirp. There was no patient involvement.